Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited intermittent r wave sensing and low pacing impedance when connected to the device. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of intermittent r-wave sensing, and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.